Event description:
Additional information was received from the patient and the manufacturing rep. They reported that starting sometime last week, the patient had been finding that their wireless recharger would randomly disconnect. There were no error messages. The rep stated that the patient would just check their wireless recharger while charging and it will have stopped charging. The caller indicated that they had spoken with pt but did not describe what if any troubleshooting was done. On (B)(6) 2021, the patient called regarding the issue. The patient was seeing 'recharger not found'. A recharger reset was performed and the patient mentioned having difficulty connecting the recharger to the ins as well, which was resolved by repositioning the recharger. The troubleshooting steps taken on the call resolved the issue. The patient also mentioned that the ins was moved from the left side of their body to the right side of their body, because it was causing them pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had pocket revision today and the pocket pain is resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's wireless recharger was not connecting to the recharger app. Additional information was received from a manufacturer representative (rep). In response to the inquiry for the cause of the difficulty maintaining connection to recharge had been determined, the rep replied ¿no,¿ and that it was unknown what most likely caused or contributed to the issue. In response to the inquiry for what steps had been or would be taken to resolve the issue, the rep replied ¿unknown,¿ noting that when they met with the patient the patient had been able to recharge. The rep stated that the patient was able to successfully recharge the implant. They also noted that the approximate implant depth was unknown. Additional information was received from the patient. Patient (pt) got error 1707 once when he was charging last month. Pt said he repositioned wireless recharger (wr) and started the charge session over and it worked fine. Additional information was received from the patient. Patient said since they got the device the ins site has hurt and that it hurts too much for the ins is going to be moved. Patient said they have been having problems charging the ins. Patient mentioned seeing codes 4100 and 3607 but at the time resetting the recharger resolved the not found message. No further complications were reported/anticipated at this time.